Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. The safety did not appear broken. The anvil of the instrument was not received, so a pmv representative anvil was used for functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lower anterior resection, the anvil of the device was connected and closed for anastomosis. Although the green mark could not be seen, the surgeon tried to release, but it could not be released. The surgeon applied force and the safety itself broke when it was tried to release. The procedure was completed with another device. There was no patient injury.